Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 500 mg/dl. The mother declined any troubleshooting. The mother stated that the insulin pump is working fine, and the reason the customer was hospitalized was that she was not bolusing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.